Event description:
It was reported abutment loosening+ screw deformed when try to tight. Several implants were implanted on (B)(6) 2022. The immediate loading was performed in the afternoon. The restoration was delivered. There was no adverse reactions after surgery. The patient came for re-examination on (B)(6) 2023. The abutment loosening was found, leading to the screw deformed. The force could not be applied and locked tightly, leading to the failure. The implant was then removed. The corresponding number was tsv4b11. The batch number was 63850943. Tooth site # 44-45.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) 15at323, (15 deg taper,3.5p 2mm-3mm) for evaluation. Visual evaluation was performed, the screw threads did not appear to be damage. During a functional / physical test, the abutment screwed into an in-house zimmer implant as intended. This complaint refers to the specific device 15at323. DHR review was completed for the subject lot number 63873012. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63873012 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report; d9: device availability; g3: date received by manufacturer; g6: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h6: entered evaluation codes; h10: added manufacturer narrative.